Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a cordis 5f sheath just above the bifurcation. The vessel size was reported to be approximately 6mm. The patient was given 3,000 units of heparin peri-procedure. A pre-procedure angiogram was not reported to have been given, however the patient is reported to have a history of pvd. Following the procedure, the physician selected the (B)(4) vascular closure device 5f to close the access site. The physician inserted the device to the white marker and then withdrew until he felt the 2 stops. After deploying the sealant, the physician removed the advancer tube and noticed that approximately one-half of the sealant was sticking out of the access site. It appeared that the sealant did get to the arteriotomy. The physician removed the device and converted the patient to 15 minutes of manual compression. The patient was administered protamine to reverse the heparin. Hemostasis was successfully achieved. The patient was hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The device was received with the advancer tube inside the shuttle cartridge in the manufacturing position. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1220805) indicated that the device lot met all established performance criteria prior to shipment.